Manufacturer narrative:
"Complaint summary: helpline support team reported that user is seeing discrepancy in tir between the daily reports and pump. Investigation/testing summary: after conducting thorough investigation by generating the daily reports for the provided user in carelink support application and found that this is the existing system behavior. The pump tir is computed based on the pump's activity over the past 24 hours. To elaborate further, we asked the helpline to supply screenshots of the pump's tir summary for the past 7 days. Additionally, an internal ticket was generated for the carelink development team to conduct further validation. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. (Most likely) root cause: the probable underlying cause is likely attributed to insufficient user training. Analysis summary: the carelink development team furnished the comparison details between the pump and the reports, along with the necessary information to the helpline support team regarding how the carelink reports are designed to display the values. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced a report anomaly. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the product. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.